Event description:
It was reported that the couch experienced an unexpected z axis descent of ~2 cm while operating the couch from the pcp. A patient was on the table at the time of the incident but no injury is reported. The brb did not show burn damage.